Event description:
Caller reported a cartridge alarm 20 issue with the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Tandem technical support confirmed consecutive cartridge alarms over six events and decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy. A new pump with updated software will be sent to the customer, who was advised on necessary steps for setup and return of the faulty pump. The customer acknowledged and understood all instructions, including storage and return procedures.